Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 269 mg/dl. Customer treated with manual injection. During troubleshooting, the insulin pump failed the displacement test. The insulin pump will require replacement. Nothing further reported.